Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken plug strap. Leak test and microscopic analysis were performed which identified: device no leakage and sharp broken of plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture baker grade unknown".

Event description:
Healthcare professional reported left side device exchange due to patient product concern, and capsular contracture baker grade unknown". Device has been explanted.